Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During the procedure, there was no problem with the initial balloon dilation, but after using a contrast agent to image the dilated area, some residual stenosis was observed. When attempting to use the balloon again at nominal pressure, it burst on the angiographic screen and the contrast agent leaked out. The balloon was removed from the patient and tested outside the body, confirming that the balloon tore and could not be dilated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.